Manufacturer narrative:
Additional/related case for device with serial number: (B)(6) captured in (B)(4). H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease/toxicity, death, copd (chronic obstructive pulmonary disease), liver failure, kidney failure, and acute kidney injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation information was received on and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging death, liver disease/toxicity, copd, liver failure, kidney failure, acute kidney injury and other. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit and humidifier base. There is an unknown dust contaminate present at the iso port entrance and under the ui knob. During evaluation four error codes were observed. Using a known good power supply and power cable, manufacturer verified the base unit provided airflow and the heater plate heats. The base unit was found to have unknown dust/dirt/fiber contamination throughout the device internals. Moderate dust contamination was observed on device pca and on sound abatement foam. The blower grommet, blower outlet bellows, and air inlet seal appear discolored. Manufacturer observed dust/dirt contamination within humidifier base. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The water tank was observed with mineral deposits. Manufacturer is unable directly address the symptoms outlined in the complaint. Manufacturer can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Manufacturer can confirm the presence of contamination in the airpath, likely from a source external to the device. Box d and h were updated in this report.